Event description:
Additional information showed the patient's device was explanted on (B)(6) 2011. The outcome was reported as "resolved without sequela."

Event description:
Additional information. Prior to explant impedance readings taken on (B)(6) 2011 showed high impedance.

Event description:
Additional information received clarified that the patient's entire system was removed.

Event description:
Received info the pt was experiencing increased urinary urgency and frequency symptoms following a fall. The device was interrogated and lead breakage was suspected. The pt was reprogrammed. This is considered an ongoing event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v450734 implanted:(B)(6)2010 product type lead product ID 3037 serial# (B)(6) product type programmer, patient . If information is provided in the future, a supplemental report will be issued.